Manufacturer narrative:
This event will be updated if additional information is received.

Event description:
Boston scientific received information that following implant of this pacing system, cardiac tamponade was noted. The patient was taken back to surgery to drain the tamponade. No adverse patient effects were reported.